Event description:
Internal "blood leak" reported non-reuse. No medical intervention necessary. No adverse effects to the pt reported. Blood loss reported 160 cc. No further info available. Complaint sample not available. MDR filed due to blood loss reported. 1/21/99 info updated.